Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system startup was stopping at 00:00. Review of the system log file showed that a system did not fully started. Actual cause of the issue was unknown as investigation was not carried out. As a part of troubleshooting action restart has been performed and issue got resolved and system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm was reported.